Event description:
A customer reports "explosion" from their abbott diabetes care device. The customer further detailed the device left a mark on their arm. No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports "explosion" from their abbott diabetes care device. The customer further detailed the device left a mark on their arm. No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) and poor solder on battery was observed. The puck was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope (eq5021) on the returned puck. No signs of damage were observed during the inspection. Therefore, the customer complaint is not confirmed. The sensor data in the initial scan from phase 1 investigation was reviewed and puck was observed to be in sensor state 8 (error_termination) . The returned sensor battery was measured to be within specification range. An smu (source meter unit) test was performed using fixture prt31371 to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured to be within specification range, indicating no accuracy issues were present in the puck. Additionally, a poise voltage test was performed and results that were within specification were observed, indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A sensor thermistor testing was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification , indicating that the puck's thermistor was fully functional. A current consumption test was performed using a keithley source meter and a keysight power supply. The returned puck had an off-current measured and an on-current was measured, which was within specification range. The results of the current consumption test show that the returned sensor was not drawing excess current in an activated or inactivated state. The results of the smu, poise voltage, temperature, and current consumption test show that the sensor was functioning as intended. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of product malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.